Manufacturer narrative:
The insulin pump passed all functional test, including prime, displacement, rewind, basic occlusion, occlusion, and excessive no delivery alarm test. Unit was received with cracked display window corners, battery tube threads and reservoir tube.

Event description:
Customer reported that she was hospitalized due to high blood glucose. Customer's blood glucose reading at the time of hospitalization was 522 mg/dl. Customer stated that she tried to bolus 25 unit, but the insulin pump did not give it to her. Nothing further was reported.